Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the ins was not holding a charge as long anymore. The patient stated this began in the couple of weeks prior to the report. No symptoms or complications were reported or anticipated.